Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, post-paced t wave oversensing on the ventricular channel was observed during lv threshold testing. Patient was asymptomatic. Programming changes were made only to conduct lv threshold testing. Upon completion, the device was programmed back to the original values. There were no adverse consequences to the patient.